Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt experienced symptoms of neurologic deficit and dysfunction right after the system was implanted. The exact symptoms experienced by the pt are unk. The physician explanted the scs system. F/u on the pt indicated, the pt has regained movement and functionality but still has weakness on the left side. The pt is currently receiving care at a rehabilitation facility.

Manufacturer narrative:
Eval: results - microscopic exam of the lead revealed that it was surgically cut 20 cm from the stimulation end. Both lead segments were clear and did not reveal any fractures, breaks or damage to the outer tubing. No anomalies or damage was observed on the paddle or the terminal end. No functional testing could be performed because the lead was cut. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.